Event description:
Fmc canada reporting internal "blood leak" with first use of dialyzer, non-reuse. Blood loss estimated at 100cc. No medical intervention reported and no further pt info is available. Complaint sample was discarded. MDR filed due to blood loss reported.